Event description:
As reported, approximately five years post initial tka, the patient was revised due to patella pain. A partial patellectomy was performed and new poly of same size was implanted. There was no issues with surgery. Photos and x-rays received. The devices are not available for evaluation.

Manufacturer narrative:
Section d10: concomitant products - truliant tib imp psc insert sz 4, 13mm (cat# 02-022-44-4013 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.